Event description:
The caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using a different charging cable, and the pump began charging without further assistance needed.